Event description:
Revision of an apex stem which failed at the neck/body taper. Initial surgery was carried out on (B) (6) 2002. Stem was 4 by 11.5, short, 47.5 neck and a 28 minus 3.5 head. Revision was carried out on (B) (6) 2010. There were no complications during surgery and the patient is doing well.

Manufacturer narrative:
Mechanical tests were performed on similar devices.